Manufacturer narrative:
Device used for treatment and not diagnosis. It is clearly visible that the lower plate has been completely detached from the rod. The middle of the rod is also compressed. This lead us believe that the damages were caused using the applic-forceps 329.315 which lifted and completely ripped the rod from the lower plate. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure to fix an implant with new application forceps on (B)(6) 2012, the bottom disc broke away from the stem. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.